Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the fluid warming device's lcd screen was broken off. No patient injury was reported. No other information has been provided at this time.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a corroded drain fitting, cracked tank cover, damaged lcd, broken front cover, faded power cord, and bent micro switch. Functional testing found the lcd is broken off of the printed circuit board (pcb) confirming the customer complaint. The root cause of the reported issue was found to be customer damage - forcing the front cover on incorrectly. Replaced the pcb, drain fitting, tank cover, micro switch, and line cord. Device passed all functional testing. D5 and e4 are unknown, no information provided to date.